Event description:
It was reported by the university of (B)(6) that a revision was done on a patient at an unknown date and time. On (B)(6) 2012 additional information: the patient had a first revision on an unknown date for pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: delta c-taper head 36mm - 2.5, cat# 18-36-5, lot# 208631. Trident 10deg x3 insert 36mm ID, cat# 623-10-36f, lot# mhp8ad. Unknown cancellous screw. At this time it cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. When completed, the evaluation summary will be submitted in a supplemental report.